Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. No low battery alerts noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that battery longevity was short. Customer reported that battery was being depleted within 48 hours after battery change. Customer also reported that insulin pump was cracked at top of battery compartment. Customer's blood glucose was unknown. Insulin pump would be replaced.